Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
The customer evaluated the system and a clinical engineer identified that the power controller required replacement. The reported problem was to be resolved by the customer upon receipt of a replacement part. No conclusion can be drawn as further system analysis or repair info is unavailable at this time and no add'l service info was provided.